Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s therapy is turning off unexpectedly. The rep stated that they have done normal troubleshooting and noted that the patient isn¿t using the white button on their controller to wake the screen up. They added that the patient is using the controller case to avoid erroneous button presses. The rep stated that the patient does not have adaptive stimulation configured yet, but the tablet diary information shows that the ins was off for several days. They added that the first day the ins was completely off was on 2019-10-27. The rep reviewed the following stimulation usage information from the clinician programmer: 10/26 - about 82% usage with therapy unavailable marker; 10/27 - 0% usage; 11/4 - about 35% with therapy unavailable marker; 11/5 - 0% usage. The rep then confirmed that on 2019-11-04, the recharge session started with the ins at 10%. Technical services reviewed that the ins appears to be turning off due to normal ins depletion, as the date of therapy unavailable aligns with the date of the recharge session in which the ins starts at a low charge level. Technical services reviewed that the patient should keep the ins charged. The rep understood the informationreviewed. The issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient called in saying that he thinks something is wrong with his controller, as his stimulation has "automatically shut off" three times now. The patient mentioned the first two times the controller was in its case, but the last time this happened it was not. The patient also said by the time he figured out his stimulation has turned off he had another "blazing headache", which can be so bad is makes the patient sick to his stomach. The patient confirmed he has the ins for headaches. This issue is occurring intermittently. The patient said his stimulation first turned off a month or so after it was implanted, then a few months later, and most recently on saturday. The patient's programmer show that therapy is off when this happens. The patient also noted that his battery level is at 50 or 60% when his stimulation turns off. The patient was redirected to their healthcare provider (hcp) to address the issue. No further complications were reported. No additional patient symptoms were reported.